Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and low amplitude. Additionally, the patient experienced lightheadedness and felt symptomatic. A patient initiated interrogation was performed and (B)(6) technical services (ts) did not observe new episodes. No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).